Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien that a customer had an issue with a dialysis catheter. The customer reported the catheter broke/separated at the lumen. The catheter was implanted on (B)(6) 2012. It was in use for (B)(6) before the failure occurred. The catheter was pulled and replaced.